Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 17553702/17553702, model/catalog description: lead extension kit 35cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 15632277, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. It was also noted the pocket site was slightly opened and ipg was exposed. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. It was also noted the pocket site was slightly opened and ipg was exposed. The patient underwent an explant procedure